Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 23-may-2023. The device evaluation was completed on 25-may-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred. It was reported that there was air bubble in hemostatic valve. The air bubble was moving; however, it could not be removed by flushing and tapping or aspirating. There were no physical damaged on the side port. The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was not used in patient. There was no patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. Then, a back pressure test was performed, and values were observed within specifications, no issues were observed. A device history review (DHR) was performed for the finished device 50000253 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the d 4. Expiration date and h 4. Device manufacture date have been updated. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4) .

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred. It was reported that there was air bubble in hemostatic valve. The air bubble was moving; however, it could not be removed by flushing and tapping or aspirating. There were no physical damaged on the side port. The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was not used in patient. There was no patient consequence. The air flows back into the side port issue is MDR reportable.